Event description:
A malfunction alarm was reported with no prior notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which the customer acknowledged and understood.